Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the lens broken and hence the lens was removed and replaced with another lens during the same procedure.